Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-48 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-48 alarm. The cause of the condition was determined to be an inoperative central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.